Manufacturer narrative:
The device was used for treatment. The device was discarded and not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. There was no specific performance related failure reported by the user. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Per IFU when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Infusion through the sideport can be done only after all air is removed from the unit. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the side port only. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that patient was presented to physician for cardiogenic shock. During access at the right femoral vein for an insertion of the impella rp patient loss the blood while physician removing the impella rp to re-position it. Since the patient still needed the rp a 23fr peel away was taken from the other rp kit at the account. Md was then able to advance the new sheath followed by the rp catheter. Procedure completed successfully with another oscor 23fr sheath. Amount of blood loss is unknown and there was no transfusion required. Patient died on 10/11/2019. Cause of the death is unknown. The product is noted to be discarded no other additional information is available.